Event description:
It was reported that an atb35 was used during an esophagectomy, it was reported by the affiliate that the jaw would not open after firing (anvil did not dislodge). The instrument was removed, with tissue resection, by using another stapler.